Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 400 mg/dl and their healthcare provider advised them to stop using the insulin pump. Troubleshooting for high blood glucose levels was performed. Customer's alarm history showed a no delivery alarm and low reservoir alarm. Customer's doctor advised to have the insulin pump returned to have a calibration review done on it. Customer was advised to consider using a different infusion set. Troubleshooting confirmed the insulin pump is working as designed and cannot be sent in for testing since it works properly.